Event description:
A malfunction alarm was reported during the load process of the insulin pump. There was no adverse impact to the customer's blood glucose level. Despite assistance from technical support to load a new cartridge, the alarm recurred, and the customer was unable to resume insulin therapy. As a result, technical support decided to replace the pump, which was under warranty. In the meantime, the customer planned to use multiple daily injections as a backup therapy. The customer was instructed to put the faulty pump into storage mode and return it using a pre-paid shipping label.